Event description:
Multiple b. Braun infusomat space pump IV sets (over 30) too short to fit into b. Braun infusomat space pumps. All have same lot # and all unopened boxes of tubing pulled from stock to be sent back. FDA safety report ID# (B)(4).